Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarms. Customer was able to clear the alarm and able to complete insulin pump rewind. Displacement test and self test was passed. The customer reported that the alarm occurred during the basal delivery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 130 alarm and no pump error 43 alarm during testing. The motor was tested outside of the device and passed. (B)(4).